Event description:
New information shows intermittent loss of capture was noted. Cardiac perforation was confirmed via x-ray and echo cardiogram.

Event description:
It was reported that the patient presented in clinic due to suspected cardiac perforation revealed on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient was in stable condition.